Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.